Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 59mm abdominal aortic aneurysm. The proximal aortic neck measured 42mm in length at the time of implantation. The aortic diameter at the proximal renal artery was 20mm. The infrarenal angulation was observed to be 56 degrees. Mild vessel calcification was present in both the right and left iliac arteries. It was reported during the index procedure, following the deployment of the endurant iis main body and endurant stent graft limbs, an unknown type endoleak was observed during the contrast run. As per the physician the cause of the endoleak is undetermined, despite thorough evaluation.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c93ee, serial/lot #: (B)(6), ubd: 25-may-2024, UDI#: (B)(4) ; product ID: etlw1620c93ee, serial/lot #: (B)(6), ubd: 16-jun-2024, UDI#: (B)(4) ; product ID: etlw1616c82ee, serial/lot #: (B)(6), ubd: 10-apr-2025, UDI#: (B)(4) ; product ID: etlw1616c82ee, serial/lot #: (B)(6), ubd: 19-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was clarified that the patient underwent an emergency evar during the index procedure to treat a contained ruptured infrarenal aaa. The hemoglobin level dropped and the patient became unstable late on the the night after the index procedure. The intervention was carried out the following day where the type ib and type ii endoleaks were treated . Subsequent CT and ultrasound showed no more endoleak and clinically patient made a good recovery. The patient was discharged 13 days later . Latest CT scan done approximately 14 weeks after the index procedure , showed no endoleak and the aneurysm sac size is shrinking fast. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was reported the endoleak was confirmed as an type iii endoleak (unknown subtype) in esbf2314c103ee. Intervention was performed during the index procedure where two iliac limbs were implanted above the flow divider, that slowed down the endoleak. 2 days post the intervention the patient's hemoglobin levels were dropping. A rescan was done which showed a type ib endoleak from the right distal limb etlw1620c93ee/(B)(6) and a type ii endoleak from the ima. The right limb was extended the and ima embolized. Film evaluation summary: the reported endoleak was confirmed; however, the cause and subtype of the endoleak could not be determined from the single still image provided. The reported decrease in hemoglobin levels could not be assessed. Lack of pre-implant cts prevented a more detailed assessment of the pre-implant anatomy, and post-implant cts were not available for a thorough assessment of the stent graft in vivo configuration. Endoleak interrogation (i.e., injecting contrast from several levels within the stent graft) was not seen, and only one viewpoint was provided, making determination of the endoleak and ruling out possible causes difficult. A type ii endoleak from patent collateral vessels may be present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.